Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had skin erosion around the pump and redness and discharge in the area where the pump was protruding out of the skin. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was treated in the ER (emergency room) on (B)(6) 2019 for infection. The patient did not have systemic symptoms (fever, pain, etc.), but the pump was poking out of the skin and there was discharge. The pump was explanted on (B)(6) 2019 and the patient was on antibiotics. The issue was resolved. It was indicated that the hcp had no further information regarding the event. There were no concerns or complaints with the pump only the infection from the skin erosion. The patient status was reported as ¿alive ¿ with injury¿ with the injury noted to be the skin erosion around the pump and infection. No further complications were reported/anticipated.